Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, a device history record was reviewed for the suspected contour meter with serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
Only the patient identifier was provided as (B)(6). However, the medwatch form does not allow to include the whole information due to character limits. Therefore, the patient identifier in section a1 has been captured as (B)(6). No other patient information was provided. Therefore, no information was captured in sections a2 (age), a3 (gender), and a4 (weight). Only the patient ide the device model # (d4) was not provided.

Event description:
A healthcare professional contacted on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.